Event description:
Event description cpi received information that a patient with a implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced loss of atrial pacing capture and and a increase in both atrial and ventricular pacing thresholds. The patient died on july 15, 1997 from electro-mechanical disassociation. It's not known at this time if the loss of capture/increase in thresholds attributed to the patient's death.

Manufacturer narrative:
Event conclusion: reliability assurance testing found the device to pass return testing. Battery status measured beginning of life (bol) at 6.45 volts. The header was normal. Analysis of the lead (model 0125) revealed explant damage, but it electrically in-specification.